Manufacturer narrative:
It was initially reported that while a physician was injecting lidocaine into a patient, the needle broke off. The needle was retrieved. It was further mentioned that this event did not cause harm to the patient. Despite good faith efforts to obtain additional information, the reporting facility was unable or unwilling to provide any further patient, product, or procedural details. Due to the reported required medical intervention to retrieve the broken needle, this medwatch is being filed. The sample is not available for returned and evaluation. A definitive root cause therefore could not be determined at this time. No additional information is available. If additional information becomes available, a supplemental medwatch will be filed.

Event description:
It was reported component piece 25 gauge needle broke off while injecting lidocaine.